Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.0, lab: 2.1. Testing performed 3 mins apart. Customer was milking finger after fingerstick; unable to obtain sufficient blood sample. Pt self tester's therapeutic range: 2.0-3.0. Pt self-tester called back, retested and obtained 2.1 on inratio2. Customer satisfied and will call back if necessary.

Manufacturer narrative:
Investigation pending.